Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 490g/dl. Troubleshooting was performed. The basal rates, bolus wizard settings, bolus history, and alarm history were correct. The fixed prime test passed and the insulin exited. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.